Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that the patient had their pump filled last friday. The patient rep stated the doctor took out what was left in the pump before putting new medication in and measured it and it was very low. The doctor determined that the pump was probably malfunctioning because it was a little early in getting it filled (a couple months). The patient rep stated usually after the patient had the pump filled, they would sleep that day, but the patient did not sleep for like 2 days and then they went to sleep and they could hardly wake him up. This went on for a couple days and the patient started throwing up and having a headache. The patient was brought to the emergency room (ER) and they ran all kinds of tests to rule out anything else that it could be and everything was fine. The pump was at the end of its service life and needed to be repaired or replaced anyway. The doctors were trying to find a doctor who could do the surgery, but no one would do it. The patient rep mentioned the patient was partially paralyzed and they would have to go out of town to have it done in an ambulance. Agent emailed physician listings to patient rep per request.